Manufacturer narrative:
This report is submitted on april 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced retention issues at processor site; subsequently, the patient underwent skin revision surgery in 2014 (specific date not reported) to thin the skin.